Event description:
It was reported via repair work order that the scale was inaccurate due to a control board malfunction. It was further reported that the fowler would not raise or lower due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the scale was inaccurate due to a cpu board malfunction and the fowler would not raise or lower due to a faulty motor. Customer sent parts to perform repairs. Customer performed evaluation.

Event description:
It was reported via repair work order that the scale was inaccurate due to a control board malfunction. It was further reported that the fowler would not raise or lower due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.